Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 2/10/15 with the following results: the bench testing confirmed when the battery was reinserted after 6hours the time and date reset to 12:00am (B)(6) 2007. Daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed cover; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 50 m/dl or lower, with difficulty speaking, unsteadiness when standing and walking, sweating, and crying. During troubleshooting with customer support, it was found that when battery is removed for less than 24 hours, the time/date goes to default settings for pump model. The time/date issue is not reported because the pump displays the verify screen after a battery change and per IFU, the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.